Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not feeling stimulation on their right side. It was unknown what factors contributed to the issue. Reprogramming had been performed but then the lead was removed and placed more to the right. It was reported that the patient has had multiple stimulators and this was regarding the most resent one placed in (B)(6) 2018. The patient wanted better right sided coverage, so the doctor removed one lead and placed a new one more to the right. After the placement the patient felt stimulation on the right side and the issue was resolved. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.